Event description:
In 2005, the pt was treated with the gore excluder aaa endoprosthesis. The pt developed a proximal type I endoleak. Two years later, a re-intervention took place to treat the endoleak. The physician implanted an aortic extender component, which resolved the type I endoleak.

Manufacturer narrative:
Device remains in the pt. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Also initially implanted in the pt.